Event description:
Customer wanted to know if the website had information regarding the amount of insulin to take when high, using manual injections. Customer stated that she had an emergency room visit due to high blood glucose. The blood glucose reading at the time of the event was 436 mg/dl. Customer experienced abdominal pain and nausea. Diagnosed diabetic ketoacidosis. Hospital treated with insulin drip and sodium. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.